Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). No service has been performed for the reported issue, and no further information about the event has been provided. The customer has not made any further reports for similar malfunctions of the involved device. As an investigation could not be performed, a root cause was not determined. Livanova (B)(4) believes this may have been a user error, or that the user was able to resolve the issue on their own. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No service was performed.

Event description:
Sorin group (B)(4) received a report that a max load message is displayed on the double head pump. There was no patient involvement.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a max load message is displayed on the double head pump. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.